Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their hcp told them that since they would need to get their ins replaced since it could not be recharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient needed her implant replaced per hcp. It was reported that it was not working and batteries needed replacing. Could not troubleshoot due to lack of access to product. No further complications were reported/anticipated.